Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Upon visual and microscopic inspection, the mating features of the locator were found to be undeformed. The mating area on the cap was found to have no damage. Upon functional testing, the locator sheath connection was found to be loose. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 68 & arteriotomy locator - 10. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy a2: age & date of birth: requested, not available due to hospital policy a3: patient sex: requested, not available due to hospital policy a4: weight: requested, not available due to hospital policy a5: ethnicity: requested, not available due to hospital policy a6: race: requested, not available due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab manager\ the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device sheath and dilator would not lock into place. Manual compression was used on his cases instead of using another angio-seal. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received 28 nov 2023: the procedure being performed was a diagnostic ir using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The dilator would not lock into place. No blood loss. The patient is stable. No concomitant medical products used with the angio-seal. The user had difficulty inserting the locator into the hub. No, the user didn't successfully insert and lock the locator in the hub. No audible click on mating. No tactile feedback after mating. The user was unable to mate the locator with the hub after multiple tries. The locator didn't separate after mating with the hub. The locator was too loose and failed to stay in place.